Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Device component code relates device problem code for the reported event of tip detached prematurely. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the basket detached prematurely. An attempt to sweep the tip of the basket out of the bile duct using a stone retrieval balloon was performed but failed. An x-ray was scheduled days after the procedure to confirm if the tip was still in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.